Manufacturer narrative:
Medwatch fields d4 lot number, expiration date and catalog number, UDI number, and g4 PMA / 510k were updated.

Event description:
The initial reporter questioned thyroid results for 1 patient on a cobas e 801 analytical unit compared to a competitor method. Of the data provided, the results for ft3, t4, t3, anti-tg and anti-tpo were discrepant. Refer to the attached data for the patient results. This medwatch will cover anti-tpo. Refer to medwatch with a1 patient identifier (B)(6) for information on the t4 results, medwatch with a1 patient identifier (B)(6) for information on the t3 results, medwatch with a1 patient identifier (B)(6) for information on the anti-tg results and medwatch with a1 patient identifier (B)(6) for information on the ft3 results.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6). The competitor method is snibe. The sample was requested for investigation.

Manufacturer narrative:
The sample was submitted for investigation. Upon further investigation of the patient sample, an interferent against the streptavidin component of the reagent was confirmed. This interference is covered in product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.